Manufacturer narrative:
Correction (b5, d4, and h11): retraction of report. With additional information from investigation and medical review, it has been determined that there is no reportable leaking issue from the device unit and the leaking was identified from the applicator (missing applicator o-rings), corrosion and contamination were low in severity and not reportable. This event is considered not reportable to FDA.

Event description:
Allergan aesthetics received a report of a leak and there was no patient or provider safety impact. Leaking applicator (missing applicator o-rings), corrosion and contamination were low in severity and not reportable. This event is considered not reportable to FDA.

Manufacturer narrative:
The device was unable to be evaluated on-site by field service since the provider did not responde to investigation requests. Device evaluation indicated that they considered the leaking from the unit, but did not identify source of leaking. Based on the information available and no adverse event patient injury was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.